Manufacturer narrative:
The device was returned to olympus for inspection and the reported non-functioning transducer device failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no output due to faulty transducer. The most probable cause was traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the transducer exhibited no output due to faulty transducer. There was no patient involvement.